Manufacturer narrative:
Information added/updated to section h6 (component code, health effect - clinical code, type of investigation, investigation findings and h6 investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The subject device was not returned for evaluation and no images were provided. The DHR review confirms that this lot was manufactured according to specification. There were no nonconformances or deviations associated with the production of this lot. Based on the information available, the complaint of ruptured balloon was unable to be confirmed. A manufacturing defect is unable to confirmed based on the information available since 100% inspection of balloons are performed and each device undergoes leak and flow tests during manufacturing. The balloon burst was most likely not caused by manufacturing defect as it was confirmed during an investigation at the supplier regarding a related pra determination that there do not appear to be any systemic factors contributing to these balloon failures. Although a definitive root cause cannot be conclusively determined, the most likely cause is operational factors during use of the device. Balloon bursts can sometimes happen when the balloon is over-inflated, inadvertently introduced to a heat source or popped by a needle during repair. While no manufacturing deficiencies were identified, the supplier performed an awareness communication to operations. Additionally, a product risk assessment determination was initiated investigated and closed by edwards in which similar complaints identified through complaint history review were investigated. An edwards/supplier manufacturing defect has not been confirmed at this time. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from france during the injection of the cardioplegia solution into the retrograde cardioplegia cannula, the balloon of this rc2012 cardioplegia cannula burst, causing a significant rupture of the coronary sinus despite a normal injection pressure (14/10 mmhg). As reported, the perfusion was stopped. The surgeon repaired the coronary sinus, but this method of myocardial protection was no longer used.